Event description:
This rv lead was implanted on (B)(6) 2010 and remains united states implanted at the time. A procedureform received on (B)(6) 2017 stating that loss of capture noted on ventricular lead. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).